Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence with his sling. The patient had his sling implanted approximately 5 years ago but approximately two months ago the patient began leaking again. A new artificial urinary sphincter (aus) was implanted. A full recovery is expected.